Event description:
It was reported that the patient presented in the emergency room with palpitations. The pulse generator exhibited back-up vvi operation. The device was explanted and removed on (B)(6) 2015 for normal eri. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).